Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The report received states that during a stenting procedure of the right internal carotid artery (ica), when the precise stent was opened and taken from the package, it was noted that the stent was partially deployed. There was no reported injury to the patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the (B)(4) study database states that during a stenting procedure of the right internal carotid artery (ica), when the precise stent was opened and taken from the package, it was noted that the stent had been partially deployed. The patient is a (B)(6) female with a recurrent stenosis of the right ica as well as an occlusion of her left ica. The patient decided to undergo stenting of the lesion in the right carotid because of the significant risks involved due to the contralateral occlusion. An angioguard 6mm embolic protection device was deployed into a straight segment of the ica distal to the lesion. The lesion was then pre-dilated to 3mm at 10 atmospheres with no neurological change. At this time a precise (pc0940rxc / lot 15230669) stent was opened and upon being taken from the packaging, it was noticed that the stent had partially deployed. Since there was no other correct size precise stents available, the physician used a carotid wallstent 10x28mm across the lesion and post-dilated. The procedure was successfully completed. There was no reported injury to the patient.